Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68, 73 and 74 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 86 mg/dl and 74 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is 08/03/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:75, 68, 74, 73mg/dl. Customer is concerned with meter low readings. Results of concern are 75, 68, 74, 73mg/dl fasting.